Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported because the edge of the maryland bipolar forceps instrument broke and the fragment fell inside the patient. The broken piece was retrieved during the same procedure and there was no report of patient injury/ harm.

Event description:
It was reported that during a da vinci prostatectomy procedure, the edge of the maryland bipolar forceps instrument broke and was found inside the patient. On (B)(6) 2015, intuitive surgical, inc. (Isi) obtained additional information from the customer. It was reported the instrument was in use for only a short time. When the surgeon tried to press the blue button to transmit energy for coagulation, the edge of the instrument broke off. The fragment was retrieved during the same procedure. The customer confirmed the instrument was inspected before use and there was no report of instrument collision. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed investigation. Per the customer reported complaint, failure analysis found a piece of the bipolar yaw pulley was broken at the distal clevis hub. Failure analysis suggests the damage was likely due to misuse/ mishandling of the instrument. Based on the additional failure analysis investigation information, this MDR report is being retracted since the failure mode was due to misuse/mishandling and not due to a malfunction of the instrument.